Event description:
The doctor noticed that the catheter was damaged, but felt that the damage could have been caused by the sheath used. The catheter would not work and was removed and replaced with a new catheter. The patient was not injured.